Event description:
It was reported that during use of implantable pulse generator (ipg), an inquiry regarding the device exhibited dropped ventricular beat every hour. Ipg sensitivity settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.